Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an event involving an omnipod 5 pod that led to a hospital visit. The patient stated that the pod had worked normally for about one and a half to two days with proper adhesion, no insulin smell or leakage, and successful cannula insertion. The patient reported that on (B)(6) just after dinner their sensor showed blood glucose (bg) levels were climbing eventually peaking at hi. The pod appeared to be functioning and showed that it was administering insulin and while the reserve was less than 50 units it was still operating. The patient experienced very high bg readings of 22 mmol/l (396 mg/dl) and symptoms including nausea, dizziness, fever, discomfort and feeling unwell. The patient performed a fingerstick and a ketone test and then proceeded to maroondah hospital on (B)(6). Hospital staff disabled and removed the pod, and the pod was noted to be bent. The patient was diagnosed with diabetic ketoacidosis and was treated with an insulin infusion and standard supportive measures. The patient was hospitalized for three days and was discharged on (B)(6), after which a new pod was applied and has been functioning as intended.